Manufacturer narrative:
The interface cable was returned to the manufacturer for analysis. The interface cable passed bench 100t and gbit communications testing, as well as continuity testing. The cable was installed on a test imaging system and charging, communication between mobile view station (mvs) and image acquisition system (ias) computers, 2d and 3d imaging were successful. Image quality was as expected. The cable was found to be fully functional with no problem found. The reported event could not be duplicated by medtronic personnel. As previously reported, the error message was related to a buffer read failure that software reload resolved.

Manufacturer narrative:
No parts have been received by manufacturer. Event problem and evaluation: on 28-oct-2016, a medtronic representative went to the site to test the equipment. The imaging system was giving intermittent frame rate error messages approximately every other exposure. Replaced the interconnect cable and the system gave the frame rate error messages approximately every 3 to 4 exposures. Reviewed error logs and the error message related to a buffer read failure. Reloaded software and tested. An imaging system check-out was then performed, system was fully functional.

Event description:
A medtronic representative reported that when the imaging system was being used during a spinal fusion procedure, a framerate error message was received. Re-booting the system resolved the issue. The surgeon completed the procedure using the imaging system. There was a reported delay to the procedure of less than 1 hour due to this issue. There was no impact on patient outcome.